Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the bd ultra fine¿ iii pen needle may have broken off inside his skin on (B)(6) 2018. When removing the needle the consumer states ¿there was no needle there¿, consumer went to the emergency room but left before seeing the physician. The consumer contacted his physician and is ¿looking to set up an appointment.¿

Manufacturer narrative:
Severity: s3; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 9064322. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.